Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that his insulin pump has not been downloading or storing information. The customer's blood glucose was 375 mg/dl at the time of incident. They stated his active insulin time is not showing the bolus. They was advised the insulin pump could be replaced. They decided to monitor the insulin pump. The insulin pump will not be returned for analysis.